Manufacturer narrative:
Patient information: requested, not provided due to privacy. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after the step of pulling the cap in rear lock position during deployment of the angio-seal device, the whole device was pulled out. The sheath size used was 6 french, there were no problems inserting the sheath, and no major blood loss. Hemostasis was achieved by manual compression. There were no patient consequences and there was no harm to the patient.